Event description:
The following was reported: broken exeter stem.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device confirms that the device was fractured. The damage is consistent with fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem neck requiring revision. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection of the returned device confirms that the device was fractured. The damage is consistent with fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem neck requiring revision. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection: a visual inspection of the returned device was performed as part of the material analysis: "figure shows an overview image of the exeter v40 stem and femoral head with fracture location highlighted by arrow. On visual examination, fracture was observed through the prehension hole at the proximal end of the stem. The femoral head remained locked on the stem trunnion. Stereo microscope image shows explantation damage near the neck of the stem. Stereo microscope images of the distal and proximal fracture surfaces are shown. Based on macroscopic surface features observed, including beach marks, the approximate location of origin (o), area of propagation (p) and final fracture location (f) were determined. The macroscopic surface features observed on the fracture surface indicate the component fractured due to fatigue. Stereo microscope image shows surface material damage on the side of the stem near the distal end. These indications are likely a result of third-body damage and micromotion effects due to cement mantle breakdown.". Material analysis: a material analysis of the returned device was performed which indicated the following: "characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem through the prehension hole due to fatigue, with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined.". Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. A material analysis of the returned device was performed which indicated the following: "characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem through the prehension hole due to fatigue, with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: broken exeter stem.

Event description:
The following was reported: broken exeter stem.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.